Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter during insertion of the tube, the plastic sheath covering the needle dislodges causing the liner to fill with blood. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "when performing the vacutainer liner hemoculture sampling, during insertion of the tube, the plastic sheath covering the needle dislodges causing the liner to fill with blood."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: "material #: 367300. Lot/batch #: 2096752. Bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter during insertion of the tube, the plastic sheath covering the needle dislodges causing the liner to fill with blood. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "when performing the vacutainer liner hemoculture sampling, during insertion of the tube, the plastic sheath covering the needle dislodges causing the liner to fill with blood."